Event description:
From phone call on (B)(6) 2023 12:22:08: daughter called on consumers behalf. Stated, no insulin flow when taking injection. Stated, her dad does not prime before injection. Stated, at least five pen needles affected each week but could not provide dates. Discarded pen needles that were not working. Lot: 3157386. Catalog: 320122. Samples: no. Complaint going into salesforce. (B)(6). Voicemail: family member of consumer left voicemail reporting that over 20 pen needles are not working. I returned call and left voicemail for return call. (B)(6).

Manufacturer narrative:
20 pen needles affected by this event. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.